Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to the surgical incision for abscess and cellulitis on (B)(6) 2019. Blood glucose level of the customer was over 600 mg/dl when admitted to the hospital. The customer was treated with the manual injections for the high blood glucose level. The customer stated that the insulin pump was not giving the insulin and the buttons stopped working.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose was 600 mg/dl. The customer's current blood glucose was unknown. The customer did experience any symptoms such as vomiting and nausea result of high blood glucose. The customer was treated in hospital. Customer also stated that buttons of the pump stopped working .troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.